Event description:
The manufacturer received information alleging a ventilator had repeated rebooting during use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's main board was replaced to address the issue. The device passed final test.